Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. First, vizigo sheath was replaced due to suspected defect. After the puncture, it was confirmed by the sound star eco catheter that there was no effusion, and the septal puncture procedure was started. Brockenbrough method (bb) was performed with a wire from another company (synaptic accusafe), which was used for the first time on jan. 18, 2024, but the needle had come out without being able to confirm the fossa tent. After that, the vizigo sheath was inserted into the patient's body, but the physician pointed out that blood could not be removed from the vizigo sheath. After that, blood was removed, but a product defect was suspected and the sheath was replaced. Bb was performed again with the same wire. The wire did not pass through well, and bb was performed with rf needle. Then, pre map was obtained and rpvi (right pulmonary vein isolation) was started. The ablation was started from the anterior wall roof of the rpvi, from top to bottom, carina, bottom, posterior wall and when 2/3 of the pvi (pulmonary vein isolation) line was ablated, the systolic blood pressure was found to have dropped to the 60's. At that point, the ablation had been performed 32 times. When the left ventricle was checked with the soundstar eco catheter, a pericardial effusion was observed. Ablation was stopped, adrenaline was administered immediately, and pericardial drainage was performed. The patient was drained about 220 ml. Systolic blood pressure increased to the 100s. The patient left the room with a drainage bag attached because of a slight tendency toward retention of the effusion, although it was confirmed that the pericardial fluid was mostly drained by intracardiac echocardiography and body surface echocardiography. After that, the computed tomography (CT) scan showed that there was no increase of the effusion. No steam pops have been confirmed. There were no reported issues regarding the irrigation catheter's flow rate settings. The physician's opinion on the relationship between the event and the product was that it was not a problem with vizigo or any of the bwi devices, but with physician's own technique, as it was a septal puncture using an unfamiliar device. Although the physician believes the adverse event was caused by septal puncture with another company's wire we cannot exclude the possibility of the ablation catheter as a contributing factor, as ablation was performed prior to noting the pericardial effusion. This report is for the thermocool smarttouch. The suspected defect for the vizigo sheath has been submitted in a separate report.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). Biosense webster manufacturer's reference number (B)(4) has 2 reports. E1 initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31156665l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.